Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode due to high amplitude noise and wandering baseline. This system subsequently delivered an inappropriate shock due to oversensing of noise while the patient was cooking. The suspected cause was attributed to electrode impairment. The system was then reprogrammed to the primary vector to mitigate the risk of inappropriate therapy. The s-ICD system was subsequently explanted and replaced the following day. During explant, the electrode encountered some difficulty during removal, however, was able to be successfully removed. After explant, there was no visual indication of electrode fracture. This system is expected to be returned for analysis. No additional adverse patient effects were reported.